Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. However, 10 retained samples were subjected to functional tests. All samples passed testing with no evidence of side-pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle, the rubber stopper failed to maintain a proper hermetic seal, resulting in blood leakage during venipuncture or tube exchange. Additionally, the needle sleeve broke during use. This occurred and unspecified amount of times. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle, the rubber stopper failed to maintain a proper hermetic seal, resulting in blood leakage during venipuncture or tube exchange. Additionally, the needle sleeve broke during use. This occurred and unspecified amount of times. No patient impact reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.